Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4) implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the when the patient first turned the implantable neurostimulator (ins) on, about 2 weeks prior to the date of the report, they immediately felt pain through their rib cage. It was noted that the pain was constant and it was more painful to have the ins on than to have it off. The patient¿s health care provider (hcp) reportedly gave the patient a lidocaine infusion but that reportedly did not help the problem at all. It was then noted that this issues was unresolved at this time. It was noted that they felt this at trial, but only for a few seconds. Additional information has been requested but was not available as of the date of this report.